Event description:
It was reported that the patient underwent a revision procedure due to not being able to pump up the device with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient recovered well following the procedure. The device was implanted roughly 10 years ago, no air in component or hole observed at time of explant. The physician believes the inflation issues were due to duration of implant. The patient recovered very well following the procedure. The lot numbers and original implant date are unknown.